Event description:
It was reported that a spectrum pump displayed "system error 105." It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "system error 105", which was observed during power up. Eval determined that the cause of the system error 105 was a dislodged link screw that had interrupted the operation of the motor and gears. The failed motor assembly and link screws were replaced.